Event description:
One pooled patient sample with discrepant prostate specific antigen results. Initial result is 40 ug/l, repeated twice gave 22 ug/l (same methodology) and 22 ug/l (different methodology). Result was not reported. If additional information is received, appropriate notification will be provided.